Manufacturer narrative:
Evaluation summary: surgical notes were provided for the primary surgery and for the debridement/manipulation procedure. It was noted in the primary procedure that "the knee was put through a full range of motion, was stable in flexion and extension, came to full extension, and the patella tracked normally." Debridement is a known risk of knee surgery. There is no alleged device deficiency. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent arthroscopic debridement to remove scar tissue from the knee combined with a manipulation under anesthesia due to limited range of motion.